Event description:
It was reported that an angio-seal evolution was selected for use. The nurse is currently undergoing accreditation on the new evolution device. On her second deployment case, some oozing was noted around the procedural sheath and a small haematoma was also suspected, however, the patient was heavily anti-coagulated (10,000 units of heparin and reo-pro, dose unknown) and a decision was made to use the angio seal. The device deployment was good and achieved haemostasis, with very little oozing still present. Fifteen minutes post procedure, the patient's blood pressure dropped. The patient also vomited a coffee like brown substance. The patient was transferred back to the ward (she was already an inpatient) where her condition remained unchanged. A CT scan was performed the next day and a retroperitoneal bleed as well as a pericardial effusion were noted. The patient received 5 units of blood, however, three days later, she still had a low hemoglobin level. The patient received treatment for the pericardial infusion, is currently hospitalized and is reported to be unwell. It is unclear if the retroperitoneal bleed emerged from the access site.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.